Event description:
The user facility reported a 69-year-old male on impella cp for mechanical circulatory support. It was reported that there was a controller failure. The alarm was resolved. The staff was advised to look for the backup console in case the alarm returned. Reportable due to aic (automated impella controller) failure (red alarm). The patient was successfully weaned and survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.